Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed but they could not see what it was because the buttons were not responding. The customer stated they took the battery out of the insulin pump. The customer stated the act, escape, and up and down buttons were not responding. The customer stated that the device was dropped a couple of times. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that they could not tell. The customer had a blood glucose level of 139 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to perform any tests due to buttons unresponsive. Pump received with cracked reservoir tube lip and minor scratches on display window noted.